Event description:
One half hour into treatment a leak was noticed on the venous chamber/top cap joint. A new bloodline was set up and treatment resumed with no further problems. No intervention was required. MDR is filed for estimated blood loss.